Manufacturer narrative:
Additional information: a second single-use device was received for evaluation. Visual inspection revealed that the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause was not determined. A batch review was conducted for lot 18h030 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number ¿ 18k012, 18h030 and 19b023. Of the four reported events, one sample was made available for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lot 18k012 and 19b023 and there were no deviations found related to this reported condition during the manufacture of these lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that the bladder of four small volume folfusors burst during fill. For all four events, there was no patient involvement. No additional information is available.